Event description:
It was reported the health care professional tried to bend the stylet more for stearing ability while it was inside the lead, and the lead broke at electrode #1. The lead was not implanted, and a new lead was used. The patient recovered without sequela.

Manufacturer narrative:
Analysis of lead model 3778-45 serial# (B)(4) showed circuit #1 was broken at the #1 electrode. The insulation was broken/torn under electrode #1. Lab functional testing showed an open circuit at circuit #1, no shorts and acceptable continuity at circuits #0, 2 through 7.

Manufacturer narrative:
The lead has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.